Manufacturer narrative:
Approximate age of device - 1 year, 4 months and 13 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh) which returned to baseline. Tests for thrombosis returned negative. The patient¿s heartmate ii-lvad kit-pkt, na was already exchanged once due to thrombosis in (B)(6) 2018. A few unsustained power/flow elevation alarms were noted in the patient's log file. The event history captured a replace system controller message on (B)(6) 2018 due to lcd fault events which self-corrected. It was decided that a system controller exchange was not needed at this time. The patient was asymptomatic, and the medical staff waited for a therapeutic inr before discharging the patient. However, because of the patient's initial elevated ldh, hemolysis was suspected and had not been ruled out yet.

Manufacturer narrative:
Manufacturer's investigation: the patient remains ongoing on heartmate ii lvas. A direct correlation between heartmate ii lvas and the patient¿s elevated ldh could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed power and flow elevations; however, a specific cause for this finding could not conclusively be determined through this evaluation. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this document outlines the recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.